Manufacturer narrative:
Titan touch pump, reservoir, and detached connector / inlet tubing were received for evaluation. No functional abnormalities were noted with the pump. Visual examination of the pump inlet tubing revealed an area of what appeared to be ¿twisted¿ tubing. No functional abnormalities were noted with the reservoir. No functional abnormalities were noted with the piece of detached inlet tubing. Visual examination of the detached inlet tubing revealed an area of what appeared to be ¿twisted¿ tubing. The information received indicated the device had twisted black tubing. Visual examination of the returned components confirmed that sections of the inlet tubing appeared to have been twisted, however, no functional abnormalities were noted with the returned components. Because the limited information provided does not indicate any factors that may have contributed to the reported event, the sequence of events resulting in the observed ¿twisted¿ tubing cannot be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the implant was removed and replaced due to the black tubing being twisted from the pump to the reservoir.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information the implant was removed and replaced due to the black tubing being twisted from the pump to the reservoir.